Manufacturer narrative:
It was reported that the event occurred in (B)(6) 2020. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed while trying to administer norepinephrine to a patient post cardiac arrest. The event occurred in the emergency department. There was no information provided related to patient injury or any medical intervention associated with this event. No additional information is available.